Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No a17 alarm noted during test.(B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced a low blood glucose. Customer¿s low blood glucose value was 35 mg/dl. Customer treated with food for low blood glucose. Customer sated that the insulin pump had a signal too low alarm. Customer stated that they were able to clear the alarms and able to rewind the insulin pump. Customer declined troubleshooting for low blood glucose. Customer was advised to replace the insulin pump. The device will return for the analysis.